Event description:
The customer contact reported the device alarmed with an s233 (over-temperature-psc) malfunction alarm code and the fan was not running. The device was returned to the biomedical dept for an report of s233 (over-temperature-psc) malfunction alarm code and the fan was not running. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical use. During testing at the user facility, an s233 (over-temperature-psc) malfunction alarm code was found in the device history and the touchscreen was found to be intermittently out of calibration. No additional info provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed with an s233 (over temperature-psc) alarm code. The probable cause of the s233 malfunction alarm code was a broken fan. Additionally, during testing, it was noted that the touchscreen was intermittently out of calibration. The probable cause was due to contamination on the grounding contacts of the display. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.